Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was 73 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-38684 for additional information. Unit was received with blank display due to battery tube connector not plugged in properly. Insulin pump received with minor scratched display window, cracked reservoir tube lip, and scratched reservoir tube window.